Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual examination shows cosmetic damage, most likely from implantation, explantation, and decontamination. Dimensional analysis was performed on the lag screw hole, and it was determined to be in conformance with print specifications. A pin gage passes through without issue. It was not possible to measure or test the lag screw, as it was not returned. As the set screw is not present with the complaint sample, it is not possible to verify the report. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a right hip fracture procedure, after insertion into the patient, the set screw in the hip fracture nail deployed without intervention from the surgeon. Nail was removed from patient, and surgery was completed with a different device. Attempts have been made and additional information on the reported event is unavailable.